Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit will come on for a brief moment and it shuts back off without any alarms.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the compressor was defective causing the unit to shut down, which confirmed the original complaint issue. However, there was no indication of a failure of the alarms.

Event description:
Dealer states the unit will come on for a brief moment and it shuts back off without any alarms.